Event description:
It was reported that the 9600+ sys rebooted. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Found the wall outlet damaged. Wall outlet repaired by customer. The sys was tested and found to be working as intended and placed back into service.